Event description:
It was reported that the patient presented at the hospital for a lead revision procedure. The lead exhibited low sensing, loss of capture and observed to be dislodged under fluoroscopy from the right ventricular apex and migrated toward the base. The lead was successfully repositioned. The patient tolerated procedure without any complications.